Event description:
It was reported that after completing an angioplasty, the doctor attempted to deploy a stent graft into the sfa, but there was a lot of resistance when trying to deploy the device and the catheter broke. The procedure was done sheathless, taking a contralateral approach and going from the right groin to the middle of the left sfa using a 0.035 guide wire. The doctor did not have any difficulty advancing to the intended site, but once at the site he had a lot of resistance trying to deploy the device. There was some calcification, but the path was not tortuous. No injury to the patient reported.

Manufacturer narrative:
Lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The examination of the returned complaint sample confirmed that the outer sheath was torn off. According to the information received, the procedure was done sheathless, taking a contralateral approach and going from the right groin to the middle of the left sfa using a .035" stiff shaft guide wire. The user attempted to place the stent graft without using an introducer sheath. This may have caused very high friction forces in the section of the bifurcation, finally resulting in the described deployment difficulties and the fracture of the outer sheath. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.